Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to migration/incorrect placement of the electrode array and the patient was reimplanted with another cochlear device during the same surgery.